Manufacturer narrative:
(B)(6). Approximate age of device - 3 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a pump exchange on (B)(6) 2017 due to suspected thrombosis.

Manufacturer narrative:
Additional information ¿ the referenced ongoing gastrointestinal (gi) bleeding was reported under MFR medwatch # 2916596-2018-00440. The evaluation of the left ventricular assist system (lvas) confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed adjacent to the nipple of the pump housing. The remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. A thrombus formation was removed from the inlet stator upon disassembly of the inlet housing. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it could have contributed to the reported elevation in ldh. The remainder of the blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to the reported event. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to the pump exchange the patient required significant increases in inotropic support with epinephrine, norepinephrine, milrinone and vasopressin. Inr day of exchange was 2.5. Anti-platelet therapy consisted of aspirin 81 mg daily due to his ongoing gastrointestinal (gi) bleeding and transfusion requirements postoperatively. Inr goal range was 2 to 2.5 for this reason. Ldh was 485 day of exchange.